Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a veterinary procedure (spaying & neutering), suture was used. It was reported that suture broke in fascia. No patient consequences.